Manufacturer narrative:
Investigation summary: it was reported that lipid was noted to leak in between the plunger and black stopper. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. The syringe has 13ml of a drug and no defects, imperfections or leakage past the stopper was observed. No additional testing was performed due to the drug contamination and the sample will be disposed of accordingly. A device history record review was completed for provided material number 302830, lot number 1053991. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd 20ml syringe luer-lok¿ tip experienced leakage past the stopper. The following information was provided by the initial reporter: when drawing 20% intralipid emulsion into 20 ml bd syringe, lipid was noted to leak in between the plunger and black stopper at the end of the plunger bringing into question the integrity of the stopper and the syringe's ability to function properly and maintain sterility of the solution when placed on an IV pump. Level of harm: no effect. Did not reach patient. Detected before use or does not touch person during use.